Manufacturer narrative:
Analysis on the returned computer resulted in a computer failure that was found through functional testing and visual/physical examination. Analysis states that this issue could be caused by bad sectors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after deleting scans and re-installing software, the system was still unresponsive. They recently booted it up and were unable to get to the boot screen, they rebooted from here and the system got stuck at the medtronic screen. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was required to be replaced. Once the representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.